Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed, and this is the 1st related complaint reported with the defect of needle disengagement difficult with lot 3059793 regarding item #383536. The DHR for lot 3059793 has been reviewed. This lot was manufactured and packaged on nfa line 1 from 25mar2023 through 28mar2023 for a quantity of (B)(4). No related quality issues or process deviation were found. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
Nothing new to enter here.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in the safety did not engage properly. Report 1 of 2. There was no report of patient impact. The following information was provided by the initial reporter: nurse couldn't get the needle to click/safety and could not disconnect the needle from the catheter.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in the safety did not engage properly. Report 1 of 2. There was no report of patient impact. The following information was provided by the initial reporter: nurse couldn't get the needle to click/safety and could not disconnect the needle from the catheter.